Event description:
It was reported the customer was receiving no delivery alarms. Customer also reported the amount of units remaining on the insulin pump was not correct based on the units in the reservoir. Customer stated the reservoir showed 100 units remaining while the insulin pump showed 37.7 units. Customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.